Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the m-02 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, continues error on integrated electrosurgical unit (iesu) [erbe]. The procedure was completing as planned with no reported injury.